Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the patient experienced a dislocation and underwent a closed reduction. Subsequently, the patient underwent a revision surgery. Scarring was noted at the gluteus maximus fascia. Nonpurulent fluid encountered upon opening the pseudocapsule. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 15-105011 ¿ m2a taper liner ¿ 845960; 15-103650 ¿ m2a taper shell ¿ 232620; 103534 ¿ ti low profile screw ¿ 978660; 103534 ¿ ti low profile screw - 978660; 103200 - taperloc stem ¿ 143910. Customer has indicated that product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00381.

Event description:
It was reported that patient underwent a right hip revision approximately 3 months post implantation due to experiencing multiple dislocations. During the revision, scarring and pseudocapsule were noted. The head, liner and shell were removed and replaced with a constrained system without complications. Attempts have been made and additional information on the reported event is unavailable at this time.